Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen had low display illumination and as a consequence customer had difficulty reading the pump touch screen. Customer's blood glucose was 164 mg/dl. Reportedly, customer reverted to an alternate form of insulin therapy.